Event description:
There was an allegation of discrepant b19 results with the cobas®dpx kit (192t) from the cobas 6800 analyzer for a single patient. The initial sample generated a b19 < 1000 iu/ml; b19 non-reactive. The same sample was repeated and generated a b19 b19 3.26e+05 reactive.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is most likely attributed to sample handling and matrix preparation rather than reagent or system malfunction. The discrepancy suggests that the b19 target was likely sequestered by particulate matter in the raw pool. Centrifugation of the sample facilitated the recovery of the target dna, leading to a valid reactive result.